Event description:
A malfunction was reported on the pump, identified as malfunction code 14. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing information on how to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the issue reappears.